Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that there was revision surgery for a smith and nephew device. No further details provided. No patient complications reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10. Additional information received by manufacturer states the revision surgery performed during this event was not related to a smith + nephew device. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.